Event description:
Drive devilbiss healthcare is the initial importer of the device which is a bariatric rollator. The unit has not been returned for evaluation. End-user was injured when the rollator slid out from under him while he sat on its seat. The brakes reportedly failed to work while engaged. He suffered an l2 vertebrae compression fracture requiring surgical repair.